Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was 411 mg/dl. Customer stated that insulin pump had blank display on screen, she just went out from the shower and after that the pump went dead. The customer was assisted with troubleshoot for blank display. Customer states the display was blank less than 30 seconds. Customer states display is blank currently. Customer states the display returned after pump restart. The insulin pump will not be returned for analysis.